Event description:
A report from the USA indicated that the device was inoperable. The device was not being used on a patient when the event occurred. Though requested, no additional information has been made available.

Manufacturer narrative:
The device was not returned for evaluation. Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the safety valve. Covidien was not authorized to service the device. Though requested, information from the user facility regarding the status of the device has not been received should additional information become available. A supplemental report will be submitted. (B)(4).